Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was done and the twos were no longer observed. The lead remains in use. No patient complications have been reported as a result of this event.